Event description:
It was reported that the restoration stem was fixed with cement because the stem could not be fixed enough in the canal. Universal bone plug was inserted and the cement (40g ×2 pac) which was stored in refrigerator was mixed with revolution mixing kit. 4 minutes starting from mixing the cement, the cement was inserted into the femoral canal and the stem was implanted. During waiting hardening of the cement, the patient¿s blood pressure fell. Then the surgeon implanted inner head and outer cup, and sutured. After suture, blood pressure continued to fall. After the blood pressure fell, the patient died. Loss of blood volume was 500ml. It was also noted that ¿the bha performed after non union. Pressurized and decompression tube was not be used. Pulse cleaning was not performed.¿

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.